Event description:
It was reported that the customer was hospitalized for low blood glucose. The nurse wanted to know how to turn the insulin pump off. Advised the nurse that if the battery is taken out for an extended period of time, then the settings would not be saved. Assisted the nurse with how to put the insulin pump on vibrate and into suspend mode. No further info was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.